Event description:
Per medwatch mw5108199(report date: (B)(6) 2022): spoke with caregiver who reported cassette malfunction, patient received "non disposable-clamp tubing" error message. Patient turned off the pump and turned back on. It originally worked with same cassette, then started giving same error message after 10 hours. Patient switched to backup pump with same error message. Patient mixed new cassette and it worked with no issues. Patient did not have the lot number for cassette. Describe in detail any, and all damage to the cassette defective, no damage. Has this incident happened within the past 6 months? Yes. Has this patient reported a pump malfunction within the past 6 months? Yes. Only cassette replaced. Both pumps are working with no issues. Cassette not available for return, did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes: what is the outcome of the event? Resolved, no side effect reported. No interruption reported. No other info available. Cassette not available for return.